Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that on (B)(6) 2012, he experienced a blood glucose (bg) value of 795mg/dl with nausea and vomiting and was hospitalized. The patient was reportedly treated via the pump and intravenous drip (IV) in the hospital. The patient denied having other health issues and tested negative for ketones. The patient stated that on the night of (B)(6) 2012, prior to being admitted to the hospital, the patient reportedly had a meal and tried to bolus and that his bg continued to elevate. It was noted that the heath care provider (hcp) or the patient could not figure out why the bg level was elevating. The patient reportedly did not have any issues bolusing. On (B)(6) 2012, the patient was reportedly discharged from the hospital and the patient continued to use the pump with no issues. Customer support (cs) reviewed the pump with the patient and no issues were found with the settings or programming of the pump. A review of the pump history indicated no alarms on the reported event date; several boluses were noted when the patient had multiple occlusion alarms. The patient confirmed having no issues with the site/set or cartridge. The patient reportedly has scar tissue buildup at the abdomen and has been using the same site which may be a contributing factor to his reported bg excursion. The patient continues to be on insulin pump therapy. There is no indication of a pump malfunction. There is no indication as to what caused the reported bg event. This complaint is being reported due the patient's hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of the reported high blood glucose levels, due to continued use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.